Manufacturer narrative:
An evaluation of the suspect device revealed no manufacturing or processing related irregularities. The instrument was found to be properly manufactured and released in accordance with design specifications. Visual inspection of the returned instrument found it had fractured and separated at the 40 mm depth grove indicator. A previous investigation for this type of event found that the instrument failed due to excessive lateral bending/fatigue stress related either to the patient or clinical factors/circumstances. The detached section which remains entrapped within the patients s1 is approximately 40 mm in length. The instrument is manufactured from (B)(4) and complies with astm standards.

Event description:
The arsenal probe fractured and broke at the 40 mm marker. The detached sections remains positioned within the patients s1.

Manufacturer narrative:
The initial submission was erroneously submitted with an incorrect manufactured date of 6/05/2017. The correct date of manufacture is 6/05/2014.